Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increase in pace impedances. The values were noted to have risen from 800 ohms to out of range values of 2042 ohms. There was also an alert for out of range intrinsic amplitudes. The patient was brought in for further evaluation and an x-ray was performed. No abnormalities were observed. At this time, the patient is being monitored and the lead remains in service. No adverse patient effects were reported.